Event description:
The customer reported that an 840 ventilator was inoperable while in use on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb) and the breath delivery alarm piezo assembly. The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications.